Manufacturer narrative:
(B)(4). The 510k number was incorrectly put as k041191, this has been corrected to k063696. The device was received by baxter, and the condition was confirmed by service through the event history. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be the power lost to the pump. To correct the condition, the batteries and the battery harness were replaced. If any additional information is received, a follow-up MDR will be sent.

Event description:
During a review of the pumps event history by baxter personnel, a colleague infusion pump was found to have experienced a failure code of 199:117:284:0000. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.